Event description:
It was reported to nuvectra that the patient could not feel the therapy due to low impedance. Adjustments to the settings were performed with no success. Subsequently, the stimulator and leads were replaced three days post permanent implant and the patient is doing well.